Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was report that at implant the right ventricular (rv) lead sensing values were low and required repositioning. The r-wave though the device was 3.8 mv and through the analyzer was 4.9-5.0 mv. A new position yielded a signal of 20 mv. During the process, the atrial lead "displaced" about 4-5 times. By the time the device was connected, the rv r-wave diminished again to around 3.8 mv but sensing was fine during the induction. Both leads were used. No patient complications were reported as a result of this event.